Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the lens would not unfold. The iol was replaced with an alternate lens with no reported harm to the patient. Additional information was requested; however, further information has not been received.

Manufacturer narrative:
Evaluation summary: a non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the directions for use (dfu). Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).